Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter, smart device and receiver on (B)(6) 2016. Patient's father was advised to reset the device and call back if the reset fails. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/12/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.